Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on the electronic assembly. The battery out limit alarm, frozen screen, button/keypad anomaly and backlight anomaly could not be verified due to the blank display anomaly. Moisture damage was found on the keypad traces. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the battery was changed and the display was blank, the buttons would not respond and the light would not turn on. During troubleshooting, the customer stated that the contacts on the battery cap were not missing or damaged and the battery compartment was not damaged or corroded. The display returned when changing the battery and the customer received a battery out limit alarm, but the alarm would not clear and the screen was frozen. Blood glucose value was 253 mg/dl. The insulin pump was replaced and the customer returned the product for analysis.